Event description:
It was reported by svc report that the head end lift was stuck in high height. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: - headend lift lost limits.